Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported provided a letter from their dentist. In the letter the dentist states the patient had a comprehensive evaluation. Found mandibular crowding leading to super eruption of mandibular incisors. This malocclusion is causing heavy anterior occlusion and wear and thus a overall traumatic bite. Patient requires comprehensive orthodontic treatment to correct deep bite to prevent further damage. This is likely to require features unique to invisalign for clear aligner option with a referral to orthodontist for bracket and wires.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.